Manufacturer narrative:
This product is registered as a combination product. Implant date was requested but not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular (rv) lead was exhibiting noise over-sensing. The rv lead exhibited high pacing impedance as well. It was suspected that the lead may have been fractured. No intervention was performed. There were no patient consequences.